Event description:
During laparoscopic appendectomy, an endo gia stapler was fired across a portion of the base of the appendix dividing it partially from the cecum. A reload was then fired across a remnant. However, the reload failed to release off of the segment, thus being affixed to the appendiceal orifice area. Multiple efforts were made to try to remove this laparoscopically including removing the stapling device from the firing mechanism and trying to replace it with a new firing mechanism. All of these were to no avail, and therefore this procedure was converted to open. All ports were withdrawn. The pneumoperitoneum was released. The remnant of the stapling head was left affixed to the cecum and protruding out of the left lower quadrant wound. A transverse incision was made in the lower quadrant. Dissection was carried along the fascia using cautery. The rectus muscles were then divided, and the abdomen was entered. The head of the stapling device was then immediately located. This was freed by firing a gia-60 stapler proximal to this, thus dividing the appendix inclusive of the stapling device from the cecum. Once this was done, a clamp was placed on the distal appendix, and this way the stapling device was separated from the abdomen entirely and pulled up the left lower quadrant incision. The remainder of the procedure was completed without further incident.